Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram was taken and it showed presence of calcium at the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. There was no information provided in regards to the steps taken in the deployment of the device. It was reported that when the physician retracted the balloon to abut against the arteriotomy, a balloon loss of pressure occurred. The device and sheath were removed and the patient was converted to manual compression. Successful hemostasis was achieved. The patient was ambulated and discharged to home without complication at the access site. No further information was provided.